Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra 2 meter is giving inaccurate erratic meter readings. This complaint is classified according to the documentation of the customer care advocate. The patient tests her blood glucose more than 4 times per day and adjusts her insulin intake according to the lfs meter readings. On the same day, the patient did a series of blood glucose test and felt that the meter is reading inaccurate. At 6:30 am, the patient obtained a blood glucose reading of "385 and 141 mg/dl" performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Then, the patient took 1 unit of humalog. At 6:39 am, the patient obtained a glucose reading of "63 mg/dl". The patient ate a spoonful sugar and went out for a run. At 7:24 am, her blood glucose was "205, 324, and 205 mg/dl" performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient took 2 units of humalog at this point. At 8:10 am, she developed symptoms of feeling "sweating" and tested at "44 mg/dl" on the lfs meter. The patient ate food. The patient was not tested with another device at the time of concern. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood samples were taken from approved testing sites, the test strips and control of solution were in good condition and within the expiration date, the meter was coded correctly, and reported meter readings was confirmed in the meter's memory. The control solution test of "106 mg/dl" was within the control solution range of "92-122 mg/dl". This complaint is being reported because the patient claimed she had symptom that can be associated with severe hypoglycemia after she dosed her insulin based on a lfs meter reading. Replacement products were sent to the patient.